Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb at the failure analysis center was unable to duplicate the reported problems. Hence, further cause of the reported and observed issues could not be determined.

Event description:
The customer reported that the device illuminated the service light and logged an event code in the memory. During testing, physio-control verified the reported issue and also observed that it would not provide a defibrillation shock at energy settings below 50 joules. However, the device was able to deliver energy above 70 joules. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb at the failure analysis center was unable to duplicate the reported problems. Hence, further cause of the reported and observed issues could not be determined. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb at the failure analysis center was unable to duplicate the reported problems. However, there were fractured solder joints found around the u6 ic chip pins that could have resulted the reported failure. The likely cause for the malfunction was determined to be fractured solder joints around the u6 ic chip.